Manufacturer narrative:
Additional information: image review: "post op CT images following kyphoplasty/ vertebroplasty at unknown level show cement extravasation into a segmental vein. It appears to have stopped just short of ivc. This is a known complication of vertebroplasty/kyphoplasty and may relate to speed/pressure of injection". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)- (no code available for "cement extravasation"). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, definitive cause of event could not be determined.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. On an unknown date, post-op, cement leaked out of the vertebral body and it has reached segmental vein. Patient is currently asymptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.